Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Historical data suggests that stent dislodgement may be caused by, but not limited, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. There is no indication of a manufacturing quality issue. The device was not returned for analysis; therefore, a conclusive root cause cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon when the protective sheath was removed prior to patient involvement. No additional event or patient information is available.